Manufacturer narrative:
Additional information: d6, h3, h6. Explant was reported due to thrombus "causing leaflet immobility". The investigation found that cusp 1 and cusp 3 had fibrous thickening. There was no thrombus included with the valve. There was no inflammation or significant calcifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested.

Event description:
It was reported in 2018 a 19mm epic supra valve w/flexfit was implanted in the aortic position. About 3 months ago the patient was experiencing shortness of breath. A transesophageal echocardiography(tee) has not been performed, and the pressure gradient is unknown. On (B)(6) 2021, the valve was explanted an replaced with a 19mm trifecta gt valve. Upon explant, thrombus was confirmed on the left coronary cusp (lcc) which was causing leaflet immobility. The patient was reported to be in stable condition. It was reported that the patient has renal dysfunction and has been taking a large amount of steroids (about 12mg) due to a skin disease. It is unknown whether this had influence on the valve.